Event description:
It was reported that the left ventricular lead dislodged. The physician elected to replace the lead. During the lead replacement procedure, the physician had difficulty accessing the coronary sinus. When the lead catheter was changed, the superior vena cava vein was unintentionally dissected. It was not known if the dissection was caused by the catheter or the introducer. The dislodged lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).